Event description:
It was reported that the customer had a displayable history check failed alarm and the insulin pump screen went blank. Customer stated that the pump was not stored without a battery or a dead battery for an extended period of time. The pump is not in the spanish language. Customer stated that the alarm did not occur during normal use. It was explained that this is normal pump behavior. Customer was advised to monitor and call back if needed. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.